Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2010 alleging inaccurate readings on her one touch basic meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: on (B)(6) 2010 at 7:00am the patient had obtained a result of 11.6 mmol/l ( 208 mg/dl) and took 40 units of humalog based on her physician's recommendation. She did not eat any breakfast and went for a 2 hours walk through the forest. At 11:00am, prior to lunch she obtained a 5.1 mmol/l (91 mg/dl) and after eating lunch she took 40 units of humalog based on her physician's recommendation. She claims she always takes 40 units of humalog insulin after lunch. At 4:00pm, she developed symptoms of feeling giddiness, "black before her eyes", sweating and unconscious". Her husband found her unconscious; however, he did not attempt to test her blood glucose. The patient does not remember how soon after she regained consciousness and self-treated herself with (B)(6) and ate a (B)(6). She did not seek any further medical attention or contact her physician for assistance. At 5:15pm she tested her blood glucose and obtained a 5.5 mmol/l ( 99 mg/dl) and did not take any action after obtaining that blood glucose reading. At 7:00pm that night she obtained a 15.4 mmol/l ( 277 mg/dl) took 48 units of basal insulin and 12 units of humalog insulin. While troubleshooting, it was noted that the test strips passed using the control solution. Meter was replaced. The complaint is being reported since the patient alleged that she received high readings and a couple of later developed symptoms suggestive of a serious injury and had to self-treat after regaining consciousness.

Manufacturer narrative:
Pt is female. 510 (k) # isk023948. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.